Event description:
On (B)(6)2009, abbott point of care was contacted by a customer who reported a martel printer for the I-stat 1 analyzer was making sounds when plugged into the wall outlet and will not power the printer. There was no report of any injury associated with the complaint.